Event description:
It was reported that, the patient with this implantable cardioverter defibrillator (ICD) complained about fluttering every night at the same time. Boston scientific technical services (ts) recommended to turn off the right atrial automatic threshold (raat) test to see if patient notices a difference in symptoms. Additionally, there was found farfield oversensing on the ra channel. Ts discussed options of extending blanking period or decreasing ra sensitivity. This device remains in service. No adverse patient effects were reported.